Event description:
On (B)(6) 2011, customer reported a clear leak coming from around the vl116 valve on the lh750 instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found a cut tubing at valve vl116 and subsequently replaced the tubing. He also replaced tubing at vl115 and the rocker bed sensors. Fse verified instrument operation.

Manufacturer narrative:
(B)(4).